Event description:
It was reported that the hospital ordered a vertebral spacer-cr lordotic 9mm height (part 889.925) but during restocking, sales consultant noticed that inside the package was part 889.924, lot 6718187 vertebral spacer-cr lordotic 8mm height. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the manufacturing evaluation showed that the product was received in zipper bag, outside of original product bag. Original product bag was also returned with label and product insert. Product was not in originally synthes sealed bag. No evidence was provided that proves this product was sealed into the bag provided with its label. DHR records indicate no anomalies in either lot, no labels were unaccounted for, and no paperwork was out of order. Also, the product lot was manufactured, packaged and released to stock prior to the bags lot number having been initiated into manufacture; here was no record of repacking the older lot number, or other activities which might have allowed the product to have been mixed with any different lot. The product that was returned could not have been packed into the bag that was returned with its label.